Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 07/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: the display is blank, unable to perform test steps 6,7,10 and 11 due to blank screen. Opened pump, display is cracked. Test display worked properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.